Event description:
During an atrial flutter ablation procedure using a 1500 t11 cardiac ablation generator, a burn under the patch was noted. When the non-sjm dispersive patch was removed, the nurse noted a burn, which was initially treated with a cream. The patient will undergo plastic surgery to repair the burn. The physician does not believe the t11 generator is responsible for the reported burn.